Event description:
Patient presented with a skin ulceration on her lower back near her pelvis on the right side. The surgeon removed the two lower right 8mm iliac screws because they were protruding in a manner that irritated the flesh. This protrusion led to the ulceration. The remainder of the construct remains implanted. The construct was originally implanted to facilitate healing after the removal of a pelvic tumor. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.